Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead dislodged. The ra lead was attempted to be repositioned, however, the patient was in atrial fibrillation (af) and the attempt was abandoned. A pin plug was placed in the ra port of the device. Although the exact cause of the dislodgement was unknown, the physician thought it was possible that the fixation was poor. No patient complications have been reported as a result of this event.